Event description:
It was reported that the programmer could not fully boot-up in order to interrogate a device. The programmer has been returned. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.